Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7077321/7077249.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was mentioned also that patient had minimal ecchymosis over the ipg site. The patient underwent an explant procedure wherein scs system was removed. The explanted device will not be returned.